Manufacturer narrative:
See MFR 3012307300-2017-02132.

Event description:
It was reported that a patient experienced a bent cannula while using a cleo® 90 infusion set. Blood glucose reading at the time of the event was 500 mg/dl at the highest with a trace of ketones. Patient changed infusion set and resumed insulin therapy successfully. The patient did not experience any other adverse health outcomes.